Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the implantable cardioverter defibrillator (ICD) delivered inappropriate tachyarrhythmia therapy following the delivery of antitachycardia pacing (atp). The ICD remains in use. No further patient complications have been reported as a result of this event.